Event description:
It was reported that, "during a surgical procedure, the operating room experienced a loss of power to the monitors, nurse assistant touch screen, esu and endoscopic camera. No patient injury was reported."